Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. The customer declined to provided further information regarding this issue.